Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that that this patient with this pacemaker presented to the emergency room (ER) due to being symptomatic with heart block with a heart rate of twenty-eight. This pacemaker was not responding with multiple programmers and placing magnets over the device. Ultimately, this pacemaker was explanted and replaced. This pacemaker has been returned and is expected to be analyzed. No additional adverse patient effects were reported.